Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2019 and suture was used. The suture is frayed at the moment of passing the point. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot: al1666, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened overwrap and a folder with a tangled suture piece and a needle suture piece of product code: p8697t, lot: al1666. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the suture piece present body fluids and was damaged (busted). The suture piece was examined along of strand and damaged (dent) was noted and the ends were observed cut appears to be by the use of surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause was damaged suture.